Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the calcified left common femoral artery using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, there was difficulty closing the prostyle footplate. The footplate lever completely retracted; however, the footplate did not completely close. The prostyle would not come out of the patient. The device was removed with the feet open. The vessel was damaged by the open feet. The patient was sent to surgery for repair. A six-hour surgical repair and closure were performed. There was a clinically significant delay and hospitalization was prolonged. No additional information was provided.

Event description:
It was reported that this was an arteriotomy closure of the calcified left common femoral artery using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, there was difficulty closing the prostyle footplate. The footplate lever completely retracted; however, the footplate did not completely close. The prostyle would not come out of the patient. The device was removed with the feet open. The vessel was damaged by the open feet. The patient was sent to surgery for repair. A six-hour surgical repair and closure was performed. There was a clinically significant delay and hospitalization was prolonged. Subsequent to filing the initial report, the following information was provided: reportedly, when the prostyle plunger was removed, no suture came out. The guide was broken. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported guide break, needle to cuff miss were confirmed. The reported difficult to close foot could not be confirmed due to device condition. The reported difficult to remove from vessel could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The device was removed against resistance. It should be noted that the electronic prostyle instructions for use (eifu), states: do not advance or withdraw the preclose prostyle device against resistance until the cause of that resistance has been determined. In this case, it is unknown if the IFU deviation would have contributed to the reported difficulties. The patient effect of tissue injury is listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. The investigation determined the reported difficulties, patient effect and subsequent treatment appear to be related to challenging anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.